Event description:
It was reported that the patient's pacemaker exhibited possible premature battery depletion and capture failure, which resulted in patient bradycardia and swelling. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported complaint of short calculated longevities was confirmed based on diagnostics/parameters documented within the session record. Final analysis found these reported longevities were consistent with the programmed parameters and usage profile of the lp and were not indicative of any device malfunction. No anomalies were detected.